Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent and atrial flutter (afl)] procedure with soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter and a foreign material on usable length of the catheter issue occurred. It was reported that when the catheter packaging was opened, they discovered a "white powdery substance on the length of the catheter and the handle." The biosense webster (bwi) representative stated that the staff did not feel comfortable using the catheter. When the catheter was replaced, the issue resolved. No adverse patient consequence was reported. The foreign material on usable length of the catheter issue is MDR reportable to the FDA.